Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: synergy ous mr 3.50 x 38mm stent delivery system was returned for analysis. An examination of the crimped stent identified proximal to middle stent damage with a stent strut lifted and pulled proximally. The undamaged crimped stent outer diameter was measured by snap gauge and the result is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30oct2020. It was reported that crossing difficulty occurred. The 98% stenosed, 36mmx3.5mm, target lesion was located in the severely tortuous and calcified left circumflex (lcx) artery. A 3.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damaged.